Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician delivered an everflex self-expanding stent with entrust delivery system to a 140 mm target lesion in the left proximal sfa. The artery had a diameter of 7mm and was non-tortuous. The vessel was pre-dilated using a 7mm pre-dilation balloon. No resistance was encountered while advancing the device. The device did pass through a previously deployed stent. It was reported that while removing the 'red locking part' prior to deployment, the thin part could not be completely removed and was caught in the middle of the exit. The physician then attempted to pull the parts with the force, but the part was cut off and tail of the thin part remained inside. The stent was then deployed. The stent deployed about 100mm, but approximately 1/3 of the stent remained inside the catheter. The physician was unable to turn the wheel further and finished deploying the stent by physically pulling the stent catheter from the sheath. Angiography following the stent deployment showed the proximal part of the stent was sub-optimal and was slightly elongated. A 7-40mm admiral balloon was used to post dilate the proximal portion of the stent. The procedure was completed. No patient injury was reported.